Event description:
During right pkr, upon impaction of the tibial insert, the instrument broke. All visible pieces were retrieved from the patient.

Manufacturer narrative:
An event regarding a damaged tibial impactor was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the event. The plastic impactor piece had deep gouging and was fractured. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded the event is the result of repeated use. No material or manufacturing defects were identified. No further investigation for this event is possible at this time.

Event description:
During right pkr, upon impaction of the tibial insert, the instrument broke. All visible pieces were retrieved from the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.